Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that a follow up CT discovered that the aneurx device had migrated and there was a type ia endoleak. An intervention was performed in which aptus endoanchors were implanted to secure the anuerx device to the aortic wall. A 28x28x70 endurant cuff was then implanted to extend proximally and endoleak was resolved. The physician stated that the cause of the event was due to patient anatomy; specifically, neck dilatation resulting from disease progression. No additional clinical sequelae were reported and the patient is fine.